Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the calibration of the stylus was off. The user attempted to calibrate the stylus but kept receiving an error on the programmer. Troubleshooting steps were taken and the calibration was successful. The programmer remains in use. There was no patient involvement.